Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, as invalid lot number provided by the customer. No product was returned therefore the manufacturer was unable to confirm the reported complaint. A device history record (DHR) review could not be performed as no valid lot number was provided. If the product is returned, the manufacturer will reopen the complaint for further investigation.

Event description:
It was reported that the white hub detached from the tube 8 days after trach change. The patient desaturated and had to have an urgent trach change done to resolve the issue. This did not cause any injury to the patient. The reported lot number was not a valid lot number for the device.